Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Liu, k., sun, y., liu, f., zhang, x., li, a. (2025). Conventional endovascular treatment and flow diverter for unruptured sm all- and medium-sized paraophthalmic segment aneurysms. Frontiers in neurology, 16, 1648848. Https://doi.org/10.3389/fneur.2025.1648848 literature was reviewed regarding the efficacy and safety of flow diverters (fd) compared to conventional endovascular treatment (cet) for treating small- and medium-sized paraophthalmic segment aneurysms. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline and solitaire. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic products and the deaths. Two procedure-related mortality occurred in the cet group. One patient died 2 weeks postoperatively from severe cardiopulmonary failure, and another died 1 month after surgery due to ruptured abdominal aortic aneurysm. Among all solitaire/pipeline patients, adverse events / device product performance issues included: 1 retreatment after recurrence, 1 retreatment due to aneurysm recanalization, incomplete occlusion, intraoperative complications including: hemorrhage, embolism, malapposition, thrombosis, postoperative complications including: ischemia, hemorrhage, in-stent stenosis, cranial nerve symptoms. No further information was provided pertaining to medtronic products.